Event description:
The account alleged that the bed exit did not re-arm after losing and then regaining ac power. The account stated that they have had patient falls as a result. The account didn't know how many beds were involved and didn't have any bed serial numbers.

Manufacturer narrative:
The technician tested the bed exit functions and the beds worked as designed. The bed exit system would return to whichever setting it was set to after the power was interrupted. No problem found.